Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by turning on the analyzer and attempting to run a rack rotation. While troubleshooting, fse inspected the loader x1 position flag and found it to be out of alignment. Fse aligned the loader x1 position flag within specification and verified the repair by running several successful rack rotations. Fse performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event is due to misaligned loader x1 position flag.

Event description:
A customer reported "2300 s. Loader step feed failure" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.